Event description:
After an implantation period of approx. 2 months, a loss of capture was reported. The device was explanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. The data returned for analysis were thoroughly evaluated. The clinical observation was confirmed, the atrial and ventricular lead impedance decreased abruptly below 100 ohms in july 2020. The patient activity decreased as well. Based on all data available for analysis, the root cause for the clinical observation was not determinable with certainty. For further insights the device itself or at least a ram dump from the pacemaker would be essential. It was reported that the pacemaker was explanted. Should additional relevant information or the device itself become available, the investigation will be updated.